Event description:
It was reported that during a laparoscopic colectomy procedure, the device was stuck on the colon and the surgeon could not remove the device for 10 min. When the surgeon retracted the blade it released and they continued the procedure with a new device. There was no patient consequence reported. (B)(6).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.